Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of calibration errors. The customer states their device went into threshold suspend. The customer states their blood glucose was 150mg/dl, but their sensor reading was 60mg/dl. The customer states they changed sensors and turned sensor off. Troubleshoot was conducted, and it was noted that the sensor may be malfunctioning. The customer is returning the sensors and having them replaced.